Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported noisy image issue could not be determined, however, the issue was likely the due to damage or disconnection of the charged-coupled device unit due to stress of repeated use, external factors, user handling/mishandling, and or circuit board component failure. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". Inspection of endoscopic images. ¿check if normal light observation images and nbi observation images are displayed normally¿. ¿1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation could not be reproduced. The device evaluation found that the light guide cover glass was deformed, and due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope displayed in a sandstorm state when connecting. The issue was observed during preparation for use on a therapeutic (laparoscopic surgery for inguinal hernia repair). The procedure was completed with a similar device. There were no reports of patient harm associated with this event.